Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that interrogation showed questions marks in percent counters and "invalid data" was noted under histograms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the atrial rate histogram data was missing/invalid. Analysis of the device memory indicated the lead impedance data was missing/invalid. If information is provided in the future, a supplemental report will be issued.